Manufacturer narrative:
(B)(4). Upon further investigation, the nurse clarified the patient did not experience peritonitis; therefore, the disposable device is no longer considered to have caused or contributed to the reported event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2015, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The cause of the peritonitis was unknown. Treatment for the peritonitis was not reported. It was not reported if dianeal and extraneal therapies were ongoing during this peritonitis episode. The patient was recovered from the peritonitis. No additional information is available.